Event description:
It was reported that during pre-cardiopulmonary bypass procedure, there was no reading from the pressure transducer. The biomedical engineer swapped out the pressure cable and they began to get a reading from the pressure transducer. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed will replace the unit's pressure cables and return to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.